Manufacturer narrative:
This event occured in sweden. Invacare gmbh is filing this report because the device is also marketed and sold in the u.s. Invacare gmbh has requested additional information in order to evaluate the event.

Event description:
The following was stated in the incident report from the healthcare facility: "sequence, the patient is transferred to a hygiene chair with the help of an overhead lift + sling, nursing staff is behind. When the patient is sitting in the hygiene chair and the ceiling lift has been disconnected, the nursing staff hears a creaking in the hygiene chair, the backrest gives way to the lying position. Nursing staff supports the backrest against the thigh before the sling is reconnected to the ceiling lift and the patient is moved out of the hygiene chair." "No personal injury occurred, but worry/unsafe situation for both the patient and the nursing staff. The hygiene chair is taken out of use." "Date the product was first put into service or implanted (B)(6) 2024".